Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a follow-up report will be submitted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). Correction: upon further investigation, this medwatch was found to be a duplicate of medwatch # 1416980-2013-07158.

Event description:
The customer reported to baxter (B)(4) that an interlink continu-flo soln set0.22 micron filter had an injection site membrane that was not able to be perforated. This was observed when adding the secondary medication bag using the cannula of the y site located upstream of the IV set. The condition occurred before use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.